Manufacturer narrative:
Investigation summary: "bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged IV shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product."

Event description:
It was reported when using the bd preset¿ syringe with attached needle customer found the package opened before blood collection. The following information was provided by the initial reporter. The customer stated: "the needle cap defect was found when the package was opened before arterial blood collection."